Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-33436. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Reportedly, the leads had migrated and were rubbing against the root nerve. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.